Event description:
It was reported that the patient's generator was replaced prophylactically. The generator was returned and underwent product analysis where residual material, contaminates, on the printed circuit board assembly (pcba) resulted in increased current consumption for standby and pulse modes of operation. Due to the presence of the contaminates, the generator failed several electrical tests due to out of specification supply currents. The visually observed conductive debris suggests probably current leakage paths and premature depletion. After the contaminates were removed the generator passed the same electrical tests. The contamination that was observed on the trimmed edge of the pcba suggests probable electrical and resistive paths were established between the copper edges on the pcba, which contributed to the supply current conditions. The device history records of the generator were reviewed and indicated that the generator passed functional specifications prior to distribution, and it was confirmed that the device was laser-routed during the manufacturing process. No further relevant information has been received to date.